Event description:
Contact reported that his wife obtained higher blood glucose readings with product. On an unknwon date this week, pt performed a blood glucose test at approx 6:00 pm and obtained a test result of 230 mg/dl. She administered her normal insulin dosage of 10 units of regular insulin and 40 units of nph and ate dinner immediately (contact could not remeber what pt ate for dinner). At 11:00 pm the same night, pt obtained a blood glucose result of 294 mg/dl. Because her blood glucose was high, she administered 10 units regular insulin and 15 units nph. She generally does not taken an injection after dinner. At 12:00 am, pt obtained a glucose result of 127 mg/dl. Although the reading was in a "normal" range, she experienced hypoglycemic symptoms (dizzy, lack of ceoncentration). Beacuse she experienced hypoglycemic symptoms, pt drank 8 ounces of apple juice. Contact asserted that, because pt experienced hypoglycemic symptoms, 127 mg/dl blood glucose reading obtained with product was "high". Desiccant is in the first from box. Pt has not opened second bottle from same box. Pt's meter was set to appropriate code. Pt does not have normal control solution on a check strip. Because of higher readings, pt returned test strips to pharmacy for a refund this week. Co rep called pharmacist on 1/23/97 and asked him to return pt's test strips to co for evaluation. Co rep informed contact that test strips is for use with brands of co's meters only.